Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed their cartridge to run out of insulin and received an empty cartridge alarm on the pump. Customer¿s blood glucose (bg) level was ¿high¿ on cgm. Customer replaced the cartridge to address elevated bg. It was also reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, the customer was able to successfully load the same cartridge to resolve the issue.